Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an open wound due to early removal of the staples and it did not close. No infection was noted. The patient underwent an explant procedure as a precaution. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient had an open wound due to early removal of the staples and it did not close. No infection was noted. The patient underwent an explant procedure as a precaution. No device malfunction was suspected.